Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to bacteremia infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to infection. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 694965 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion of the lead was received measuring 39 cm. A medial portion of the lead was received measuring 39 cm. Analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.